Event description:
It was reported that a caregiver observed the user¿s blood glucose over 300 mg/dl via the bionic circle app and contacted support to ask what actions customer care would typically recommend and was advised to check the ilet for device alerts. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview only, as no device evaluation was performed. Investigation of this case revealed insufficient information to determine a device-related problem or user-related issue. It was concluded that the cause of the hyperglycemia could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.